Event description:
Litigation alleged the patient suffered pain, discomfort and decreased mobility as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The investigation is still considered closed.